Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken and found that the two side bail covers were broken as well, the battery contacts were compressed and the battery drawer was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case near the seam. The generator was returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.